Event description:
Consumer called to report inaccurate readings with logic meter. Analysis run on clark error grid using mean avg. Reading (252) as ref. Points. Bd readings of 167, 169, 497, 174 yielded data points in the d zone of the grid, outside of acceptable limits.